Event description:
Additional information provided the affected device is xen 63 gts.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, d1, g4, h1.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen® gts implanted in unknown eye. Postoperatively, patient required surgical revision of implant. Device remains implanted.